Event description:
The customer reported that the system has a "low ma" error code displayed.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep was unable to duplicate the "low ma error" message. He performed a filament duty cycle calibration. The system operates properly at this time.